Event description:
It was reported that during testing the collet was not working properly and was leaving metal shavings. There was no reported pt involvement. No user injury was reported and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted when the investigation is completed.